Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. There was no motor error alarm on the device. However, the motor was noisy during testing due to faulty motor. There was no unusual clicking during bolus delivery. The insulin pump was received with cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call motor anomaly on the insulin pump. Customer's blood glucose level was 198 mg/dl. Customer advised the motor made noises and they had to rewind the insulin pump eight times in order to complete the process. Customer advised during bolus delivery they heard a clicking noise coming from the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.